Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two trial scs leads on (B)(6) 2011 (from the same lot). It was reported during insertion of the second lead, the patient became pale and diaphoretic. The patient's heart rate was documented at 30 beats per minute and his systolic blood pressure was less than 90. The physician stopped the procedure so medication could be administered and the patient stabilized. The patient did not lose consciousness. After approximately 30 minutes, the physician placed the second lead without issue and successfully completed the procedure. Adequate stimulation was achieved post-operatively.